Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of white balance adjustment issue was not confirmed. In addition to light intensity lower than olympus standard, the additional evaluation findings are as follows: tracks of flat cable found rusted, heavy dust found inside the equipment, and inside harness had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address - line 1: (B)(6).

Event description:
The customer reported to olympus, the visera elite ii video system center white balance adjustment issue. The issue was found during maintenance. During evaluation of the returned device, it was found that the light intensity was lower than olympus standard and is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3.